Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis, liner wear and pain.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement/ revision knee replacement. Patient had total knee replacement 5 months ago. Uncemented lcs components described were implanted. Patient presented for revision surgery on (B)(6) 2015 to correct the tibial component. On examination the polyethylene bearing was pitted and surgeon stated that there appeared to be particles imbedded in it. The articulate surface of the femur was burnished, as was the top of the mbt tray. This was not what the surgeon expected to find 5 months post operatively. Tibial component replaced and a wedge augment and stem were used, along with a new 15mm bearing. Femoral component remains implanted. A review of manufacturing records and complaints databases did not identify any anomalies. The product, medical records, and x-rays were reviewed and a report was received stating notes and x-rays confirm osteolysis around the proximal part of the femur which can explain the pain experienced by the patient. Slight wear was noticeable in the liner that was revised. The liner was in vivo for approximately 12 years. Wear of bearings is inevitable, however many factors can contribute to accelerated wear of bearing surfaces including patient activity and implant position. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 14 december 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient was found to have joint swelling and grey granuloma tissue. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2016.